Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: santolini, e. Et al. (2018), treatment of distal clavicle nonunion with and without bone grafting, injury, vol. 49, sup. 4, pages s34-s38 (italy). This study presents a case report of a (B)(6)-year-old female patient who presented left shoulder pain with exertion. Her past medical history included a polytrauma after a high energy road traffic accident in (B)(6) 2016, in which she sustained a lung contusion, spleen rupture, multiple rib fractures, left pubic rami fractures, and a left distal clavicle fracture (ao/ota 15.3c, neer type v). The distal clavicle fracture was treated conservatively in a sling, a plain radiograph of the left shoulder revealed a hypertrophic nonunion of the left distal clavicle. The nonunion was fixed with an lcp clavicle hook plate (depuy-synthes, west chester, pa, us). The following day, an x-ray of the left shoulder was obtained as part of protocol, but a new clavicle fracture at the medial end of plate was identified, without any reported injury suffered by the patient in between. The hook plate was removed. Locking plate fixation was performed with an anatomical lcp superior clavicle plate (depuy- synthes, west chester, pa, us) to address both the medial fracture and the distal nonunion. Her 6-month post-surgery follow-up visit revealed clinical improvements, demonstrating a full active range of motion and motor strength of the affected shoulder without any pain; radiographic images showed healing of both the medial fracture and the distal nonunion. This report is for an unknown synthes lcp clavicle hook plate. This is report 1 of 1 for (B)(4).